Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that pressure transducer test failed during pre-use check. According to the information provided by the technician the issue was resolved by replacing the expiratory channel printed circuit board. The expiratory channel printed circuit board controls, among other things, the expiratory valve. The device passed all performance tests and could be returned to clinical use. No device logs were received and no parts were returned for further investigation, therefore, the root cause of the reported issue has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).